Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.

Event description:
Caller reported the tender/tenderlink cannula connector got disconnected automatically from the set. No adverse event reported. Device is not available for return.